Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a cut in tubing through the triple pinch valve, pv49. The fse replaced the tubing through pv49 which resolved the leak. The instrument was able to run without leaks or errors. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter hmx hematology analyzer with autoloader that occurred during startup. The volume of the leak was 100 ml and was not contained within the instrument. The instrument operator was wearing a lab coat and gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.